Event description:
It was reported that the insulin pump alarmed failed battery test. The caller did not provide the blood glucose reading, although it was reported that the blood glucose levels were normal and did not require any medical treatment. The caller stated that the battery and battery cap was changed, but this did not resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.